Manufacturer narrative:
The field complaint of the transmitter smoking was not confirmed. Analysis was normal. The unit was plugged into a working ac electrical outlet for 48 hours. No smoke came out the transmitter during the process. It power up successfully and booted to sleep mode. No anomalies were found.

Event description:
It was reported that the patient observed smoke coming out of the back of transmitter when it is plugged in. Device replacement anticipated. No further information is available at this time.